Event description:
Caller stated she got a reading of 112 mg/dl at 12:12 pm, but she was feeling very tired and felt like her blood sugar was in the 60's mg/dl range instead. She went to her desk, as she is a school teacher, and started eating grapes. She thought she had also eaten glucose tabs, but then blacked out (she lost consciousness). She does not know how long she was out. During her blackout, a co-worker called an ambulance. She does not know how long it took for the ambulance to arrive. She was told later that when the emt took her reading on their meter, the result was lo. She was injected with an IV (with an unknown amount of substance and name), and the customer remembers waking up with the emt's there and an IV in her arm. She does not know how long it took her to feel better. An unknown amount of time later, she was feeling better. Emt's took her reading on their meter and got a reading of 193 mg/dl. She does not know the times that the two emt meter readings were taken. She states her meter reading of 112 mg/dl was normal, so she did not treat her symptoms as quickly as if her meter had read low. The meter and test strips are being returned and replaced.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.